Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device received at manufacturing site for evaluation. H3, h4, h6: device history lot: part number: 391.201. Synthes lot number: p097643. Supplier lot number: n/a. Release to warehouse date: 10 aug 2011. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: investigation summary background: it was reported on march 6, 2019 during an unknown surgery for fracture around the stem of the femur, the cable tensioner did not work properly and though the knob could be rotated, the knob did not advance. The cable tensioner was used properly on the first unknown cable. While the surgeon was using the cable tensioner on the second unknown cable, the cable tensioner did not to work properly in the middle of use. Though the knob could be rotated, the knob did not advance (the indication of the tension scale did not change,) and tension was not applied to the unknown cable. The surgeon released tension and tried to check the cable tensioner using the unused part of the second unknown cable. However, at that time, the cable tensioner was still not moving the unknown cable. The surgeon judged that sufficient tension had already been applied to the second unknown cable before this event occurred. Thus, the second unknown cable was left with the unknown plate in the patient. Since the surgeon was going to use only (2) two cables for fixing the plate in the original plan, this problem of the cable tensioner did not affect the surgery further. The surgery was completed successfully. It is unknown if there was a surgical delay. There was no adverse consequence to the patient. Concomitant devices reported: unknown cable (part # unknown, lot # unknown, quantity 1) and unknown plate (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. Investigation was performed at (B)(4). Flow: device interaction/ functional. Visual and functional inspection: upon inspection, the tension-ER passed functional testing, the complaint is not confirmed. Dimensional inspection and document review: it was not performed as the device was functioning as intended. DHR review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Conclusion: the reported condition was not confirmed. We cannot determine a root cause for why the customer experienced the reported problem. Further investigation will not be performed at this time as the risk associated with this occurrence is low for both patient and user. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Reference section 10.2.4 of the synthes orthopedic cable system instrument dfmea, revision date 6/12/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The incorrect date was inadvertently utilized in initial medwatch. The correct date is march 6, 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI; (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019 during an unknown surgery for fracture around the stem of the femur, the cable tensioner did not work properly and though the knob could be rotated, the knob did not advance. The cable tensioner was used properly on the first unknown cable. While the surgeon was using the cable tensioner on the second unknown cable, the cable tensioner did not to work properly in the middle of use. Though the knob could be rotated, the knob did not advance (the indication of the tension scale did not change,) and tension was not applied to the unknown cable. The surgeon released tension and tried to check the cable tensioner using the unused part of the second unknown cable. However, at that time, the cable tensioner was still not moving the unknown cable. The surgeon judged that sufficient tension had already been applied to the second unknown cable before this event occurred. Thus, the second unknown cable was left with the unknown plate in the patient. Since the surgeon was going to use only (2) two cables for fixing the plate in the original plan, this problem of the cable tensioner did not affect the surgery further. The surgery was completed successfully. It is unknown if there was a surgical delay. There was no adverse consequence to the patient. Concomitant devices reported: unknown cable (part # unknown, lot # unknown, quantity 1) and unknown plate (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This is 1 of 1 for (B)(4).